Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on 21-jul-2023. Qc was acceptable on the day of the event. The alarm trace showed an abnormal low signal error and two abnormal sipper movement errors. The customer replaced the procell and cleancell and performed calibration and qc successfully. The field service engineer (fse) checked the instrument and performed precision testing successfully. The service maintenance actions performed by the customer resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 2 patient samples on a cobas 6000 e 601 module. The customer was prompted to repeat the samples as they discovered later that qc was out of range prior to patient testing and the doctors questioned the results. For patient 1, the initial estradiol result was 962.1 pg/ml. The patient was prescribed medication based on the results and had no adverse effects. The repeat aliquot result was 209.5 pg/ml. For patient 2, the initial estradiol result was 61.74 pg/ml. The repeat aliquot result was 33.5 pg/ml. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 655494. The expiration date was not provided. The investigation is ongoing.